Event description:
A customer contacted beckman coulter regarding the erroneously elevated accu tnl results from 3 different patients generated by the access instrument. The elevated accu tnl results were: 3.94ng/ml from patient a. 0.64ng/ml from patient b. 5.99ng/ml from patient c. The results from patient a and b were reported out of the lab. The result from patient c was not reported. The patients' (a, b, c) samples were tested from 2ml sample cups. The customer indicated that following the event, the labs' new practice is to repeat "abnormal results". The original samples of patient a, b and c were retested for accu tnl and a corrected report was issued for each patient. The repeated accu tnl results were: 0.14ng/ml for patient a, 0.02ng/ml for patient b, and 0.38ng/ml for patient c. The customer indicated that there has been no change to patient treatment that can be attributed to this event.